Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during a hemorrhoid banding procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a few of the bands were deployed; however, the rest of the bands failed to deploy. The tripwire also became detached from the ligator cap. The procedure was able to be completed with this device using the bands that had previously deployed. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.